Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. It was reported that a dvt was identified on imaging on the day of surgery after a total knee arthroplasty. The patient also had a recent dvt due to covid. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502006401 - femur cemented cruciate retaining (cr) narrow left size 8 - 64623544. 42512100811 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 65063016. 42540000035 - all poly patella cemented 35 mm diameter - 65134465. 0752110034355 - refobacin bc r 1x40 us - z46aaj2605. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 3007963827-2021-00306, 3007963827-2021-00308, 0002648920-2021-00424.

Event description:
It was reported that the patient had an initial left total knee arthroplasty. On the day of surgery, a deep vein thrombosis was identified on imaging. The patient was placed on a stronger anticoagulant and different medications for severe pain. Attempts have been made and no further information has been provided.